Event description:
It was reported that this right atrial (ra) lead was implanted and subsequently explanted due to lead dislodgement per fluoroscopy. In addition, the helix of this ra lead had retracted into the lead. This ra lead was replaced with the same model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection found dried body fluid and possible tissue in the helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was implanted and subsequently explanted due to lead dislodgement per fluoroscopy. In addition, the helix of this ra lead had retracted into the lead. This ra lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.